Event description:
It was reported that the anesthesia system failed the leakage test during system checkout. There was no patient involvement. Manufacturer's reference number: 886275

Manufacturer narrative:
It was reported that the equipment does not pass the automatic leakage test during system checkout, our company field service engineer investigated the anesthesia system at the hospital. The patient cassette cassette was found to be the cause of the leakage test failure. The received logs confirm the reported leakage test failure. The patient cassette was updated with a maintenance kit for the patient cassette which solved the reported issue. The anesthesia system was cleared for clinical use. Based on the fact that the reported leakage was solved by installing a maintenance kit for the patient cassette in the machine, it is likely that the leakage occurred due to normal wear and tear of the parts included in the maintenance kit for the patient cassette.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacturer date were required. D1 ¿ brand name - previous brand name: flow-I, corrected brand name: flow-I c40 anesthesia system. D4 ¿ version or model # - previous version or model #: flow-I c40, corrected version or model #: 6888540. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4). H4 ¿ manufacture date - previous manufacturing date: 09/08/2022, corrected manufacturing date: 08/31/2022.